Event description:
Distributor was notified by representative that the bimobile shell implanted on (B)(6) 2023 had an expiration date of feb. 2023. The shell was then removed and replaced with a mobile link cluster-hole implant instead, with a changed out liner in order to convert. [Customer].

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture.

Event description:
Use of an expired product.

Manufacturer narrative:
The review of the device history record showed no deviations. The product and all labels comply with the specifications valid at the time of manufacture.